Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) outer box was returned for investigation with inner & outer vials. Visual inspection of the as returned product identified the seal broken on the outer vial, the implant and cover screw missing from the packaging and the mount within the inner vial has signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during initial use. The customer did provided any pictures or evidence. DHR review was completed for the subject lot number (1217792). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1217792) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (packaging : other) or device (tsvwb10). Therefore, based on the available information, manufacturing packing issue could not be verified as the inspection sheets indicated the product passed prior to leaving zimmer biomet, in addition there were signs of use and broken seal outside of zimmer biomet control. Thus the reported event is also non-verifiable. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
UDI (B)(4).

Event description:
The doctor indicated they opened the implant package and the vial was empty. The clinician was able to complete the procedure with an additional implant.